Event description:
It was reported that a proximal line error message was displayed on the device. It was unknown if the device was in clinical use at the time of the event. No patient or user harm reported. Per the diagnostics performed by the engineer, the gas deliver system (gds) required replacement. The service engineer (se) replaced the gas deliver system (gds) to resolve the issue. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
The unit was being set up for patient use when the issue was found. No patient or user harm was reported.

Manufacturer narrative:
The gas delivery system (gds) was returned for failure analysis. The customer complaint cannot be verified. The returned gds passed all testing. No alarms or errors occurred. There was no fault found.